Manufacturer narrative:
(B)(4). On nov. 28, 2019 customer returned pump for an alleged crack near battery compartment. Unit perform visual inspection and pump received with cracked reservoir tube lip and cracked battery tube threads. The pump passed the displacement test and test reservoir lock properly inside the reservoir tube. Unit was confirmed for physical damage cracked battery tube threads. Unit passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the area of the concrete compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.